Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter became dislodged from the pt. The catheter needed to be removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.